Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of lead noise and mode switch were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil in one location proximal to the suture sleeve tie impressions consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone. No other anomalies were found.